Event description:
It was reported that the ilet¿s touchscreen could be awakened and unlocked but was unresponsive to navigation, and a restart via the mobile app did not resolve the issue; a replacement device was provided, and glucose remained stable, indicating no alarms or acute concerns, with the issue associated with the touchscreen component and an unresponsive input function. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a software problem associated with an unresponsive key/button behavior localized to the touchscreen component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.